Event description:
A caller reported a malfunction on a pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and instructions, advising them to call back if the malfunction recurred. The customer chose to end the call without waiting to see if the issue reappeared.